Manufacturer narrative:
The customer declined gehc service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Block d4: serial number was not provided by the user. Block h4: â date â of â device â manufacture year was unavailable at time â ofâ MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during a case. There was no patient injury.